Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter-defibrillator exhibited a long charge time and the charge time limit was reached. On (B)(6) 2019, the device was explanted and replaced. The patient was discharged.